Event description:
The customer stated an architect i2000sr analyzer generated a (B)(6) result for one patient sample. The architect generated an initial (B)(6) result of (B)(6). The sample was recentrifuged and generated a (B)(6) result of (B)(6). The patient had a history of (B)(6) results. The (B)(6) result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(6). This report is being filed on an international product, architect anti-hcv, list 06c37, that has a similar product distributed in the u.s., architect anti-hcv, list 01l79. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, specificity and sensitivity testing, a search for similar complaints, and a review of labeling. A retained kit of (B)(6) reagent lot 23706li00 was calibrated, and calibrators and controls met specifications. Two hundred ninety-nine replicates of positive control across three instruments generated control values in the typical range. Sensitivity panels were run and met specifications. Tracking and trending identified no adverse trends for the customer's issue. Labeling was reviewed and found to be adequate. Based on the investigation, no product deficiency was identified.